Event description:
Customer reported erroneous low access hypersensitive htsh (human thyroid-stimulating hormone) test result was obtained for one pt sample when using the unicel dxl 800 access immunoassay system. The erroneous low test results of 0.02 iu/ml, obtained on (B)(6) 2009, were reported out of the lab. (Access htsh reference range is 0.34 - 5.60 iu/ml). The test results were questioned by the physician. This pt had been tested for htsh the day prior to the event ((B)(6) 2009). On that date, the pt's htsh was 99 iu/ml. Repeat analysis was performed with the sample drawn on (B)(6) 2009 and a test result of 89 iu/ml was obtained. It is unk if there was any affect to pt treatment due to the erroneous low test result. No reports of death or serious injury as a result of this event.

Manufacturer narrative:
Sample data was not provided. Qc and sys info was not provided. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.